Event description:
Reporter noted corneal burn occurred during four procedures on different days. Pt 1 of 4. Additional information recieved in 03/2004 noted all pts ar doing well; all have mild (negligible) astigmatism. Surgeon feels something got hot.